Manufacturer narrative:
The device was disposed of by the customer. The patient received ointment and dressings which were applied while in the hospital. Device discarded.

Event description:
It was alleged that during a posterior spinal fusion the patient was burned. Upon further communication with the customer it was identified that the alleged injury is likely pressure injury and not a burn. The customer also confirmed that the pressure injury is likely due to the customers lack of positioning the patient correctly on the under body blanket during the 7 hour posterior spinal fusion.